Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via sus medwatch (mw5115641 & mw5115642) left side. I had mcghan breast implant augmentation in 2000, at 40 years old. Mcghan was later purchased by allergan. They were textured silicone, under the muscle. In 2005, I developed symptoms in joints, lymph node swelling, my finger joints developed hebron nodes and I had to have surgery on 2 fingers. I suspected an implant rupture, and saw a ps & had an implant exchange in (B)(6) 2015. The surgeon stopped the surgery, came out and told my then fiancé, he had never seen such moldy "purulent" implant in the years he had been doing them. He said the implants were "full of pus". There was no rupture, only severe contracture on left breast. He asked his opinion on whether or not he should proceed with the exchange because of the condition of the implants. My then fiancé, although a physician, stated it was not his area of specialty, so he would defer to the plastic surgeon's decision. The plastic surgeon, dr. (B)(6) proceeded with the exchange, using above the muscle insertion of mentor, saline, gel breast implants. About 10 months later, I began to experience unusual symptoms, including tinnitus, severe brain fog, muscle/joint swelling, headaches, and unexplained weight gain. My fiancé and I married in (B)(6) 2016. On (B)(6) 2017, I fell suddenly and seriously ill, lost my ability to speak normally, developed tremors, random, shooting, nerve pain, severe neck pain, severe fatigue and polyarthritis in hands, fingers, knees, feet, unbearable lower back pain, and was practically bedridden for 2 years. I gained 15 pounds in 1 month, with no diet or other lifestyle changes. I had trouble with stuttering, shaky voice, word recall, and fatigue so severe, I had to choose some days to wash my hair or the dishes, but I couldn't do both. My job as a practice manager became impossible to do and physicians I visited were dismissive and told me I was "depressed". The clinic where I worked, ran blood work, and I was positive for ebv (recurrent), lyme, which was not initially cdc positive. I also tested positive for rocky mountain spotted fever, ehrlichiosis, bartonella, babesia and msids. Later tests were cdc positive. My immune system was shot when I was dxd. After 2 years of treatment, I started regaining some functions. In (B)(6) 2019, I noticed swelling of my right breast, contracture of left breast, and started developing rashes, itching, hair loss, motor function impairment, urinary/fecal incontinence, etc. I learned of the allergan recall, by the ps office, who did the implant exchange in 2015. Since I didn't have allergan implants (so I thought), I never associated any of my symptoms with my illness. I called the ps office to inquire if my implants were on recall. They said no. I visited the office of the ps who did the 2015 exchange, in "(B)(6) '2019", as my right breast continued swelling. Again, I suspected a rupture. He immediately suspected bia alcl, ordered a mammo w/ ultrasound and needle aspiration. It was alk- bia alcl. The oncologist, who ordered a pet scan, determined stage 4. Dr. (B)(6) referred me to dr. (B)(6) who performed en bloc capsulectomy. The surgery was complicated by muscle damage, necrotic tissue, and the implant attaching to my ribs. I am severely deformed and experience pain every single day since then. I don't have full function of r arm. My symptoms improved, but I have random "flairs" of systemic inflammation, my cognitive abilities have continued to decline and my self confidence is shattered from the severe breast deformities I have. I couldn't even pass a cognitive test to participate in a memory study, because my score was so low, after being a successful business owner for years. I was uninsured, I hoped the free pet scans, etc., would help with costs of treatments, which had topped (B)(6) at that time. The FDA's failure to insure allergan followed up with patients, post-procedure per FDA requirements, caused this tragedy. Too many tests to list here. You'll need to contact me so I can send this info as an attachment. My email is (B)(6). My physician has pathology and pictures. His name is (B)(6). Please contact me if I need to provide these, and I'll get the pics and samples from pathology, which are still preserved, to my knowledge. I'm checking yes, even though I don't have pics attached her but will provide if you request device has been explanted and replaced.